Event description:
It was reported that the port was implanted in 2003. In 2005, the pt had just completed a treatment when the dr found that the catheter was "almost broken" near the connector. As a result, the catheter/port were explanted. There were no associated pt complications.